Event description:
It was reported that the urine coming out of the catheter tip. Also the user stated that there was a notch on the edge of the catheter and the catheter was faulty.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. It was unknown whether the product had caused the reported failure. A potential root cause of this failure mode could be due to mechanical failure or operator error. The device was not returned for evaluation. The lot number was unknown therefore the device history record could not be reviewed. The product catalog number for this device was unknown. Therefore bd was unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine came pouring out of tip of catheter. Also states there was a notch on the edge of the catheter and the catheter was faulty.